Event description:
According to the reporter: as the mesh was being removed from the package to use in the procedure, it was noticed that the mesh was in two pieces. This was not used on the pt. A new one was opened. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).